Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
This pi is for revision 1. It was reported through the filing of a lawsuit that allegedly the patient was implanted with a tritanium acetabular cup in her left hip on (B)(6) 2013. It is further alleged that the patient had persistent pain in her left hip and subsequent workup demonstrated loosening of the acetabular component. It is alleged in light of worsening symptoms, she was taken back for revision surgery to the left hip on (B)(6) 2018 and during the revision it was discovered that the acetabulum was easily removed due to virtually no body ingrowth in the acetabulum.